Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a balloon valve leak alarm during an unknown phase of pd treatment. Fluid was found in the pump module area. In a follow-up, a nurse verified knowing about the the reported fluid leak during the patient¿s peritoneal dialysis (pd) treatment. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a balloon valve leak alarm during an unknown phase of pd treatment. Fluid was found in the pump module area. In a follow-up, a nurse verified knowing about the reported fluid leak during the patient¿s peritoneal dialysis (pd) treatment. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). It was confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.